Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects from auxiliary jet channel, the air/water channel, as well as the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.